Event description:
Same case as MFR reports #: 2134265-2010-04106, 2134265-2010-04117, 2134265-2010-04118. It was reported that during a rotational atherectomy interventional procedure , a wire fracture and vessel perforation occurred. The 80% stenosed lesion was located in the severely calcified and severely tortuous right coronary artery (rca). An unspecified 7fr guide catheter was engaged in the rca. Following placement of the floppy rotawire guide wire, the proximal portion of the mid rca lesion was successfully ablated with the 1.5mm rotalink plus burr and the 1.75mm rotalink plus burr. The physician then attempted to advance the 2.0mm rotalink plus burr to the lesion, however he encountered resistance. The physician injected contrast media and noted a leak from between the aorta and the bifurcation. At that time the physician also noted that the floppy rotawire guide wire had fractured. The fractured wire was retrieved with a snare. The vessel perforation was treated with an unspecified 3.0 x 16mm covered stent. Following treatment in the intensive care unit, the patient was discharged from the hospital 9 days post-procedure and was reported as "recovered."

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: two separated segments of the rotawire guide wire were received. The guide wire presented an overall length of 167.3 cm. It can be determined that approximately 157.7 cm is missing and not returned for analysis. The distal tip section was examined and it exhibited evidence of being stretched. The stretched condition of the coil suggests that the distal region of the guide wire was constrained. The distal section exhibits evidence of being fractured. The two egments were submitted to the sem lab for further analysis. The conclusion: the fracture occurred due to a bending overload movement. The distal and proximal fracture sites do not exactly match. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MFR report #: 2134265-2010-04106, 2134265-2010-04117, 2134265-2010-04118. It was reported that during a rotational atherectomy interventional procedure , a wire fracture and vessel perforation occurred. The 80% stenosed lesion was located in the severely calcified and severely tortuous right coronary artery (rca). An unspecified 7fr guide catheter was engaged in the rca. Following placement of the floppy rotawire guide wire, the proximal portion of the mid rca lesion was successfully ablated with the 1.5mm rotalink plus burr and the 1.75mm rotalink plus burr. The physician then attempted to advance the 2.0mm rotalink plus burr to the lesion, however he encountered resistance. The physician injected contrast media and noted a leak from between the aorta and the bifurcation. At that time the physician also noted that the floppy rotawire guide wire had fractured. The fractured wire was retrieved with a snare. The vessel perforation was treated with an unspecified 3.0 x 16mm covered stent. Following treatment in the intensive care unit, the patient was discharged from the hospital 9 days post-procedure and was reported as "recovered".